Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone, the screen on the insulin pump was all scratched up and she was having a difficult time reading it. Customer's blood glucose was 268 mg/dl. The damage is located on the lcd screen and she doesn't recall how it occurred. Customer stated she was unable to read the screen but the device if functioning as designed. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.